Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing [insert procedure name ] the following has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 11 patients had biloma/bile leak within 90 days from the index surgery. 3 patients had intrahepatic hematoma within 90 days from the index surgery. 3 patients had liver abcess within 90 days from the index surgery. 33 patients had liver dysfunction within 90 days from the index surgery. 7 patients had peritonitis and retroperitoneal infection within 90 days from the index surgery. 38 patients had pleural effusion within 90 days from the index surgery. 10 patients had pneumonia within 90 days from the index surgery. 8 patients had pneumothorax and hemothorax within 90 days from the index surgery. 14 patients had sepsis within 90 days from the index surgery. 14 patients had thrombosis, other within 90 days from the index surgery. 11 patients had thrombosis, portal vein within 90 days from the index surgery. 3 patients had wound infection within 90 days from the index surgery. 1 patients had bleeding, complicating a procedure within 90 days from the index surgery. 1 patients had bleeding, other within 90 days from the index surgery. 2 patients had hematuria within 90 days from the index surgery. 2 patients had peritonitis and retroperitoneal infection within 90 days from the index surgery. 2 patients had pneumonia within 90 days from the index surgery. 2 patients had pneumothorax and hemothorax within 90 days from the index surgery. 1 patients had sepsis within 90 days from the index surgery. 3 patients had thrombosis, other within 90 days from the index surgery. 4 patients had urinary tract infection within 90 days from the index surgery. 4 patients had urine retention within 90 days from the index surgery. 10 patients had a re-operation within 24 months from the index surgery.

Manufacturer narrative:
(B)(4). Event year only reported: 2023. Batch #: unknown. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2023. Not enough data provided to perform a call home investigation. No device will be returned to neuwave for further investigation. The potential cause is unknown. No lot information was provided therefore no lot history review could be performed.